Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was alert 113 (reduced water temperature control) due to not cooling due to a failed mixing pump. Per additional information updated from wo on 05may2025, they would be taking the device down to biomed. Awaiting call back from customer to advise on repair options.

Event description:
It was reported that the arctic sun device was alert 113 (reduced water temperature control) due to not cooling due to a failed mixing pump. Per additional information updated from wo on 05may2025, they would be taking the device down to biomed. Awaiting call back from customer to advise on repair options.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. During evaluation, it was confirmed that the device received alarm 113. Mixing pump was serviced during the pm process. Pm performed. Serviced circulation pump. Replaced heater, both manifold o-rings, drain valves, and double bend tube and the chiller evaporator outlet tube. The control panel coin cell was replaced due to age. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. Based on the results of the investigation, no additional actions are needed. Correction: d, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.